Event description:
It was reported to philips that the system generated the error message "low load flavor selected". The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was transferred to another device to complete the procedure. It was reported to philips that the system generated the error message "low load flavor selected". Upon troubleshooting, the philips remote service engineer (rse) checked with the customer remotely and was reported a "low load flavor selected" error; after restarting the device without resolving the issue, an on-site service was deemed necessary for further diagnosis. A philips field service engineer went onsite, checked the logfiles and found "flow switch open", and then checked the cooling unit and oil level, no problem found. To resolve the issue, the fse restarted the system. After restarting the device, the system returned to use in good working order. The codes were updated based on the investigation outcome.